Event description:
Customer reported that traction vector popped off tower in the middle of a cervical case. The surgeon applied the vector himself and uses this attachment frequently. The patient was not injured.

Manufacturer narrative:
Returned device failed to hold in load test according to specification. Failure was due to material condition changed (rubber mounts got harder). Bumper is made of rubber and its condition will change over time depending on temperature, usage, cleaning solutions.

Event description:
Customer reported that traction vector popped off tower in the middle of a cervical case. The surgeon applied the vector himself and uses this attachment frequently. The patient was not injured.